Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, showed red/brownish particle in the head area. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in a polyflux prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name:(B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.